Event description:
It was reported that when the patient sat or stood next to something metal that would feel a burning sensation at the implant site. It was unknown when this phenomenon started. It was further reported that the burning sensation happened a couple of times recently, once when the patient was in the bleacher area of a football game and once when the patient was standing in a metal door frame. It was noted that the patient¿s device was on when these incidents happened. It was noted that the patient was in a car accident at some point after the initial implant, but that the manufacturer representative had seen the patient two times since the accident and the impedances on the device were fine each time. It was further reported that an impedance check and a reprogramming were done on the day of the report. The manufacturer representative was unsure why the patient was getting the sensation when they pushed against metal objects. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).